Manufacturer narrative:
Other, other text: b5: additional information received via email on 20-sep-2021:there was no patient involvement with these pumps. The issues happened during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Unable to duplicate customers reported problem. Multiple error were found in the device ehl (event history log) to have happened multiple times. Due to the multiple errors involved we reinstalled software, replaced the latch / lock optic flex sensor and replaced the dso (downstream occlusion sensor) for preventive action. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other text: b5: additional information received via email on 20-sep-2021: there was no patient involvement with these pumps. The issues happened during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Unable to duplicate customers reported problem. Multiple error were found in the device ehl (event history log) to have happened multiple times. Due to the multiple errors involved we reinstalled software, replaced the latch / lock optic flex sensor and replaced the dso (downstream occlusion sensor) for preventive action. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error 41171. No adverse effects reported.